Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. An unspecified guide wire used to crossed the lesion. A 1.5mm x 20mm x 142cm coyote es balloon catheter was used to dilate the lesion. Due to severe calcification, the balloon ruptured at 10 atmospheres during the 3rd inflation. The device was carefully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The coyote es was received with a coyote es pouch and an unidentified guidewire. The batch number on the packaging and device matched the reported batch. There was blood in the inflation lumen and balloon. There were multiple kinks throughout the catheter. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. An unspecified guide wire used to crossed the lesion. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was used to dilate the lesion. Due to severe calcification, the balloon ruptured at 10 atmospheres during the 3rd inflation. The device was carefully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.